Event description:
Patient contacted dexcom technical support (ts) on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient stated that they experienced white top blisters that were red, swollen and itchy on the abdomen. Patient was advised by ts to use a liquid band aid as a barrier between the sensor patch and the skin. Patient added that she will use a steroid cream at the affected site in addition to the band aid. On 05/11/2015 patient went to the doctor and it was confirmed that the irritation was a contact rash. However, the doctor did not confirm that the rash was a direct result of the sensor patch. Patient was advised to continue using the steroid cream. At the time of contact, the patient did not report any further medical intervention.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).